Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg), implanted in the abdomen, drops when they stand up. They also described a tingling sensation. Follow up yielded no information and the device remains in use. No further patient complications have been reported as a result of this event.